Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside of the patient, the pigtail portion of the advanix biliary stent kinked at the fenestration holes while they were loading it on to the naviflex delivery system. There were no other issues noted with the device. The procedure was completed with another of the same device. There were no complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
A visual evaluation was performed and found the stent was kinked at the 2nd drainage hole from the proximal end. No other anomalies were identified. Based on the event description, the issue was identified during preparation and outside the patient. Most likely the stent was kinked while loading the stent during preparation. During manufacturing, the devices are 100% inspected for device functionality and integrity. Therefore, ¿handling damage¿ is selected for the most probable cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during preparation and outside of the patient, the pigtail portion of the advanix biliary stent kinked at the fenestration holes while they were loading it on to the naviflex delivery system. There were no other issues noted with the device. The procedure was completed with another of the same device. There were no complications as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine".

Manufacturer narrative:
Reported event of stent kinked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.